Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation. Visual evaluation was performed, there was signs of use, there was debris on the implants internal and external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1268504. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268504 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : nerve damage¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k101880.

Event description:
It was reported that patient had decreased sensation of left lower lip and chin. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, will re-evaluate this area in 3 months. Symptoms as a result of the event: paresthesia. Was there any injury to the patient as a result of the event? Yes, decreased sensation left lower lip and chin.